Event description:
Caller reported a cgm error 42 related to their g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller in performing the reset. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.